Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
Upon receipt of the device, the service technician reported that the blood parameter probe (bpm) was defective on the connector. A metal plate at other side of bpm connector was up too high causing the connector itself not to fit into the light emitting diode interface card connection. Since the event occurred out of box, there was no patient involvement during this event.